Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by debris found inside the usb port of the pump. It was also reported that the touch screen is unresponsive and that the wake button was sticking. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.